Event description:
It was reported that, during patient use, the ventilator generated an error which rendered the ventilator inoperable. Patient outcome information was not provided by the customer. The service engineer evaluated the ventilator and replaced the pressure solenoid (psol) valve. The ventilator passed self-testing.